Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited placement difficulty with high thresholds noted in every placement. It was decided to place the leadless ipg with high thresholds as the patient was not expected to pace much. The right ventricular (rv) capture management safety margin could not be maintained and one week post implant the thresholds were continuing to rise so the leadless ipg was reprogrammed to max output. The battery longevity depleted from nearly four years remaining to six months remaining over a week. The leadless ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.